Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor presented image clarity and auto-focusing issues. The event occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus, therefore, it was not possible to confirm the reported failure. In addition, the following reportable malfunctions was identified during the device evaluation: the image turns pink. Since the device was not inspected, a root cause was not established for this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.